Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a polaris 5.5 torque wrench with a deformed tip during inspection after it was returned from a hospital. The hospital did not provide and patient or surgical information with the returned device.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the edges of the hex drive were worn down in a manner consistent with repeated use, however functional testing with multiple cross-connectors revealed that it was able to retain and drive without issue. However, it was noted that the drive shaft was loose in the handle and would rotate separately, especially when applying more torque. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: DHR review unable to be performed. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a warehouse found a polaris 5.5 torque wrench with a deformed tip during inspection after it was returned from a hospital. The hospital did not provide and patient or surgical information with the returned device.